Manufacturer narrative:
Zoll has not received the icy catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
Approximately 25 hours of ivtm therapy, the thermogard console displayed a "check saline level" message followed by "click to clear, settings to reset" message on the display panel screen. After repriming, the console was rebooted and the user was able to continue with the treatment; however, the patient temperature remained at 36.2~36.4 degrees than was set as a target, 36 degrees. Additionally, the user noted a gradual decrease in saline fluid without any external leak observed. The catheter leak was suspected; however, the catheter was not removed. Ninety-six hours later, upon completion of the treatment, the catheter was visually inspected by the customer and the leak was confirmed. No patient consequences reported.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bonding leak was found at the distal end of distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for catheter with lot number 69965. Lot number, customer reported catheter lot# 70323. However, a different lot# 69965 was received.